Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was red, gradually fading, and difficult to read for a month. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:during testing, the display screen was found to be dim/faded and discolored. Unrelated to the complaint, evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses to elicit a response. The contrast button was unresponsive. There was no visible damage to the keypad. The keypad cover was removed and contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.